Manufacturer narrative:
Continuation of d10: product ID: 37751, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). H3. Analysis was performed on [product ID: 37751, serial/lot #: (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they went to charge and when they took the recharger (insr) off of their dtc, the insr was so hot and would not come on and was unresponsive. Pt mentioned that they tried to reset it twice however, that did not resolve their issue. An email was sent to the repair department to replace the insr. Pt mentioned that they had to do a reset on their insr about 2 years ago and it resolved the issue they were having. No symptoms were reported.